Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported by the patient that the 63b electrodes caused hives. The patient called the doctor, and he told her to stop wearing the unit. The patient asked if there is anything she could try, and customer service told her that some patients say they are going to use tegaderm and have not called back with any issues. The patient stated she is going to try that and call back if there are any issues. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, g3 date received by manufacturer, h2 if follow-up, what type, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that the 63b electrodes caused hives. The patient called the doctor, and he told her to stop wearing the unit. The patient asked if there is anything she could try, and customer service told her that some patients say they are going to use tegaderm and have not called back with any issues. The patient stated she is going to try that and call back if there are any issues. No additional patient consequences have been reported. The 63b electrodes were not returned for evaluation.